Event description:
The facility pharmacist contacted baxter (B)(4) to report a vented paclitaxel set that "presented no flow". This event occurred during infusion. There was a patient involved but there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual examination was performed on the sample and found no abnormalities. The sample was also submitted to functional test. During the gravity test it was found that there was a blocked chamber. It was determined that the blocked chamber was due to defective raw material. This material is not manufactured at the plant; the external supplier was sent a complaint of non-conformance. The involved raw material is monitored by an additional extra testing during the incoming inspections. This issue will be kept under the trending records. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.